Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was treated with antibiotics for an infection which occurred one month post implant. The area was red and swollen with discharge at the site of the wound. The system was subsequently explanted. No additional adverse patient effects were reported.